Event description:
On (B)(6) 2012, the patient reported that her check button is not responding. She was attempting to program a bolus of 4.0 units of insulin and the infusion device began flashing between the bolus screen and the basal rate screen and vibrating. The issue with the button began one week before the date of report. The patient changed the battery in the infusion device and it displayed error e8 power interrupt, which she expected because, the infusion device was not in stop mode when she removed the battery. The patient successfully used the check button to clear the e8 message. The patient stated that the infusion device was functioning as intended without any other issues. The next day, the patient reported, the infusion device was having the same issue with the check button again and the infusion device switching between the bolus and basal rate screen. The patient switched to her back-up infusion device. Follow up with the patient revealed that she was still having issues with the check button. No physiological effects were reported. The patient did not require medical assistance from a healthcare. The infusion device was replaced and requested to be returned for evaluation.